Manufacturer narrative:
The customer was advised to clean the mirror and barcode scanner, and relaod the samples. Customer stated all of the samples that were reloaded were read correctly by the asb2000. Customer reported no further misreads after cleaning the mirror and barcode scanner.

Event description:
Customer reported misread patient sample barcodes on the abs2000. Numbers within the sample barcodes were replaced with other numbers, symbols and/or letters. Customer could not provide specific examples.